Event description:
Customer complained of a display issue with coaguchek xs meter serial number (B)(4). The customer stated the display is missing segments in each of the 8's displayed in the results field. The meter is also missing segments in the results field. Customer stated there was some corrosion in the battery compartment. The customer has been testing at the laboratory due to the missing segments.

Manufacturer narrative:
Initial reporter occupation is patient/consumer. The meter has been requested for investigation. The investigation is ongoing.

Manufacturer narrative:
The investigation determined that the circuit board was contaminated, which affects and interrupts the conductive rubber contacts. The investigation determined that the event was due to improper handling or maintenance. Product labeling states: "use the meter at a relative humidity of less than 85%, without condensation. If you store the meter for a period of time, remove the batteries." "Cleaning/disinfecting the meter please follow the procedures below to clean and disinfect the meter. Failure to follow these procedures may cause malfunction of the meter. Do not use sprays of any sort. Ensure that swab or cloth is only damp, not wet." "Wipe away residual moisture and fluids." Medwatch fields d9 and h3 were updated.